Manufacturer narrative:
This event was not associated with a pt. The device was not implanted. Requests have been made for the return of the product. Requests has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On 12 nov 2007 the distributor reported that upon receiving the screw it was noted to be disassembled. Date of event is unk. The event was not associated with pt contact.